Event description:
Patient presented to the physician with pocket dehiscence and generator loose in the pocket. Physician brought the patient into the or and removed the loose suture, cleaned the incision, and re-sutured. Physician prescribed antibiotics after the procedure was completed.